Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that analysis of the returned device was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned for analysis but this is not yet complete. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) was noted to have a power on reset (por). The device was not used and another one implanted. No patient complications have been reported as a result of this event.